Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 9 did not populate. A field service engineer (fse) replaced the controller board and tried to configure drawers nine and ten, but drawer 9 failed. The fse then replaced the drawer board, retractor band and controller board but issue persisted. The latch was replaced but drawer 9 was unable to unlock. The main half height drawer 9 was not responding in diagnostics and upper left light emitting diode (led) light was not lighting up. The fse replaced the controller boards, modular boards, printed circuit board assembly (pcba) central control interface board (ccib) memory & management (m&m) board, power module and firmware updates for the pcba ccib m&m and half-height (hh) drawers were completed by technical support specialist (tss). The fse then replaced the good cubie trays, found cubie b caused the issue and replaced the latch to resolve the issue. The drawer 8 failed to open in diagnostics, replaced the latch, the tss configured al drawers and after some time it got resolved. The drawer 7 issue was resolved by replacing a new latch cable. When the customer tried to dispense the medication, the application shutdown, display distortion was observed and the reboot did not resolve the issue. The tss completed the firmware updates and reconjured the drawers to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 9 did not populate. Additionally, assistance was required to configure the drawers for the newly installed cabinet, as the system did not save the configuration during setup. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.